Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a faulty microprocessing unit. The device was returned to the customer unrepaired due to an estimate refusal. Additional: a service history review revealed that the device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted baxter to report an infusor in which the device alarms while it is infusing. The event occurred in the anesthesia department, and the process step is unknown. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.